Event description:
Customer reported an error condition of "backwash not performed" errors when using the coulter lh 500 hematology analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and discovered that the bsv (blood sampling valve) was malfunctioning. The fse replaced the bsv resolving the errors reported by the customer. (B)(4).